Event description:
It was reported that 20 autopulse nimh batteries experienced ongoing low run times. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.